Event description:
Boston scientific received information that during an ablation procedure for premature ventricular contractions, it was noted that the atrial lead had been dislodged. No adverse patient effects were reported. It was unknown the plan of action to resolve. Resolution has been requested. It was later reported that the patient was being scheduled for a revision. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.